Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.2, lab: 2.4, date: (B)(6) 2011, inratio:2.4, retest inratio: 2.2. Retest result on (B)(6) 2011 was done with replacement strips that were sent to the pt (lot# 266050). Pt was instructed to discontinue using the previous lot of strips.

Manufacturer narrative:
Investigation pending.